Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The device evaluation details. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 08-jul-2025. Following j&j medtech procedures, a visual inspection and temperature and impedance test of the returned device were performed. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The impedance issue reported by the customer was confirmed based on the pebax condition. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the surface of the pebax. During the procedure, there was no impedance value reading from the device. A second device was used to complete the procedure. There was no adverse event reported on patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 10-jul-2025, observed reddish material and a hole in the surface of the pebax. The event was originally considered non-reportable, however, bwi became aware of a hole in the surface of the pebax on 10-jul-2025 and have assessed this returned condition as reportable.